Event description:
On (B)(6) 2011, the pt reported that the down button on her insulin infusion device was not functioning on an intermittent basis. She first noticed the problem two days before reporting the problem. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.